Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose was unknown. The customer did not provide details on symptoms or how they treated. The insulin pump will not be returned for analysis.